Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not eturned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of and treatment for the event was not reported. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.